Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed incoming visual inspection and electrical tests. (B)(4).

Event description:
It was reported there was low amplitude, lots of noise during use. This happened with two catheters and egm (electrocardiogram) cable changed (brand new). The rf (radio frequency) generator was returned for repair. No patient complications have been reported as a result of this event.